Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Second reporter: name - dr. (B)(6), health professional: yes, occupation: physician. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that while observing deployment of the angio-seal device in the local artery; the first and second click was heard when inserting the device. When pulling back, the whole device came out. Manual pressure was held to achieve hemostasis. Inspection of the device showed that the anchor was in the sheath and had not gone beyond the sheath. The patient was reported to be in stable condition, and the procedure was completed successfully. There were no other devices or equipment used with the reported product. Additional information was received on june 11 ,2019. The procedure performed was a cardiac catheter with percutaneous coronary intervention (pci) of chronic total occlusion (cto) using an 8fr sheath. A redeployment angiogram was completed.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update, and to provide the completed investigation results. One 8 fr angio-seal vip device was received for product evaluation. The carrier tube assembly, hemostasis sheath, and arteriotomy locator were received. Visual inspection revealed that the arteriotomy locator was slightly bent in a curved shape. The hemostasis sheath was returned separately, and no anomalies were noted with the sheath. The deployment sleeve was found in the full rear lock position with color bands fully exposed. The anchor was attached to the suture and hang at the tip of the tube. The collagen was swollen with a blood-like substance. The bypass tube was found to be dislodged at the hub of the device cap. No other visual anomalies were noted. The anchor was examined under the microscope and it was observed slightly bent and degraded. No functional testing could be performed due to the collagen had been exposed due to blood. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was attempted to withdraw the device manually after a non-deployment pullout event; it is likely that device was not placed in the full forward lock position or there was an obstruction to the anchor posting to the distal tip. The result of the degradation of the anchor may be due to heat and moisture during the shipping of the device after the complaint event. However, the exact cause of the reported event cannot be definitively determined based on the available information.